Event description:
On 11/13/2023, a company representative was informed by a physician that a medical lawsuit was filed against the physician alleging patient post-procedural complications, inclusive of difficulty walking, numbness, and nerve issues, following a mild procedure. The physician reported that post-procedure interventional surgery was performed to address alleged post-procedure complications. At the time of this report, no further information has been provided.